Event description:
Paient is 1 yr. Status post leftt tkr. Did well until 2 weeks ago when patient began to have sudden increasing pain in knee. Patellar component subsequently revised. At surgery, it could be seen that the patellar component had slipped distally. There was cement still coating the patellar component and two of the three fixation pegs had been sheared off. No clear reason for breakage/loosening of patellar component.